Event description:
Further information indicated the rv lead was capped.

Event description:
During follow-up, noise with oversensing episodes were observed on the right ventricular (rv) channel. The rv lead and device were explanted and replaced. During the replacement procedure, the rv lead could not be removed from the header so the rv lead was cut. The patient was stable. Related manufacturer reference number: 2017865-2017-31373.